Event description:
It was reported that the cartridge was leaking from an undefined location. Reportedly, the customer's blood glucose level was over 500 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.